Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and rewind the insulin pump. The customer was able to passed the test. The customer stated that the retainer ring was crack and reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.